Event description:
It was reported that during a lar procedure, the trocar was locked onto the anvil and fired. Once the device was fired the surgeon rotated the anvil and tried to remove it. The device would not release off of the tissue in the device or the colon. After tugging, they nudged it and it made a tear sound as they pulled out the device. One doughnut was completely there and one was not fully formed. They tested for leaks and proceeded to complete the procedure. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4) (B) (4).